Event description:
The ventilator alarmed continuously. No leaks or breaks in the circuit were found. No peep or pip was delivered to the pt. Technical error code "mix" flashed across the screen. The pt was removed from the vent, hand bagged, then placed on another ventilator. The unit was sent to biomed and tested for 10 hours in the volume control modes at varied settings with no problems. The customer also reports water was located in the pt circuit and expiratory filters. The ventialtor settings at the time of the incident were: f102 37, rate 20, mode simv, tidal volume 20 pip, peep 5. Their was no pt injury. The ventilator has been returned to service and is currently operating to specifications. Medwtach form and service noted available.